Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after changing a 23 in, 6 mm steel contact detach infusion set and not filling the tubing with insulin, with glucose values up to 226 mg/dl by fingerstick and 225 mg/dl by cgm for approximately eight hours. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no back-up therapy use, and no ketone testing, and glucose later stabilized. Investigation included customer support troubleshooting and education on disconnecting for showers and infusion set management. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia, with possible contribution from infusion line not primed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.